Event description:
It was reported that a cartridge alarm occurred during the load sequence. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. The customer was treated with intravenous insulin and saline. At the time of the reported issue to tandem technical support the customer was still admitted to the ER. The customer reverted to an alternate method of insulin therapy.